Event description:
It was reported that vessel perforation occurred. On (B)(6) 2010, ablation was performed. The 90% stenosed target lesion was located in the severely calcified and severely tortuosed left circumflex lesion. A rotablator rotational atherectomy system was advanced to treat the lesion. Ablation was performed six times with the speed of 160,000 to 200,000 rpm and was slowed down to 8,000 rpm. However, the burr of the device got moved toward the excurvation of the blood vessel. A 3.0 x 32mm taxus liberte stent was implanted proximally and a 3.0 x 16mm non-bsc stent was also implanted distally to treat the perforation. "Physician¿s comment for the cause of the perforation [was due to] severe[l]y tortuosed lesion. During procedure, concomitant device(floppy rotawire) was used. Due to the tortuosed blood vessel, the burr of the device got moved toward the excurvation of the blood vessel during ablation, and that caused the perforation." The device was removed from the patient without problem. The patient¿s status was stable and was discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).